Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: compress segmental femoral replacement system, cat#: cp111816 lot#: 894830. Reduced size oncology salvage system, cat#: 161094 lot#: 676240. Rs (reduced size) oss (orthopedic salvage system), cat#: 161036 lot#: 593870. Reduced size oncology salvage system, cat#: 161035 lot#: 659200. Oncology salvage system, cat#: 150478 lot#: 437100. Orthopedic salvage system- oss, cat#: 150493 lot#: 409660. Oncology salvage system, cat#: 150476 lot#: 596510. Reduced size oncology salvage system, cat#: 161034 lot#: 644580. Compress segmental femoral replacement system, cat#: 178526 lot#: 116460. Compress segmental femoral replacement system, cat#: 178512 lot#: 964120. Compress anti-rotation spindles, cat#: 178354 lot#: 913390. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04920, 0001825034-2017-04922, 0001825034-2017-04923, 0001825034-2017-04924, 0001825034-2017-04925, 0001825034-2017-04926, 0001825034-2017-04927, 0001825034-2017-04928, 0001825034-2017-04929, 0001825034-2017-04931, 0001825034-2017-04932. Remains implanted.

Event description:
It was reported that the patient underwent three procedures to lengthen implant size based on the patient's growth of leg bones. It was also reported that the patient is experiencing a constant state of achiness. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an orthopedic salvage system procedure. Patient reports constant achiness of the leg. No additional information is available.